Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer attempted to pull out pump from storage mode and an unspecified malfunction occurred. Customer¿s blood glucose level was 128 mg/dl. Customer to continue using the pump for insulin therapy.